Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, restart error test and displacement test. However, unable to prime unit during the prime, system sensor test and motor error alarm during basic occlusion test due to slightly loose drive support disk. Unit received missing endcap sticker. Unit received with cracked case at display window corners, case at reservoir tube window corners and reservoir tube window. Unit received with broken battery tube threads. Unit received with corroded battery tube. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and is squirting out insulin. The customer's blood glucose reading was 170 mg/dl at the time of incident. Troubleshooting found that the drive support cap is sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.